Event description:
Drive devilbiss healthcare is the initial importer of the device whihc is a rollator. Our pms team was advised of this event by an attorney's letter. We do not have possession of the device nor do we expect to in the near future. We are filing this report in an overabundance of caution. The enuder reportedly suffered an injury on (B)(6) 2019 while using the device. The supporting leg for a front wheel sheared off the product causing her to fall forward, fracturing her wrist.